Manufacturer narrative:
Clinical code: 4545 - skin inflammation/ irritation: the clinical findings at cutaneous biopsy are vesicular dermatitis with eschar on the abdomen, upper and lower limbs with intense itching. All tests (oncological, allergic, haematological, etc.) Have been performed, and all tests have been negative. 1943 - itching sensation: the clinical findings at cutaneous biopsy are vesicular dermatitis with eschar on the abdomen, upper and lower limbs with intense itching. All tests (oncological, allergic, haematological, etc.) Have been performed, and all tests have been negative. Impact code: 4607 - hospitalization or prolonged hospitalization: the clinician states that due to the patient suffering they must be hospitalized. Medical device problem code: 3190 - insufficient device problem information: awaiting further information. Component code: 4755 - part/component/sub-assembly term not applicable. Type of investigation: 4110 - trend analysis: four year review was performed for gelsoft > medical event > allergic reaction, no statistical analysis could be performed, this was due to it being a first tome occurrence for this event. 3331 - analysis of production records: comprehensive batch review was performed; no issues were identified. Device was manufactured to specification. Investigation findings: 3233 - results pending completion of investigation. Investigation conclusion: 11 - conclusion not yet available.

Event description:
The event reported was for a suspected severe allergic reaction the patient has developed. The clinical findings at cutaneous biopsy are vesicular dermatitis with eschar on the abdomen, upper and lower limbs with intense itching. All tests (oncological, allergic, haematological, etc.) Have been performed, and all tests have been negative. The allergology team suspects an allergy to some component of the graft because the symptoms began immediately after the graft was implanted. Additional information from the site stated the below: the patient is suffering and must be hospitalized for an allergy whose cause has not yet been diagnosed. One of the causes is suspected allergy to prosthetic materials. The patient will be admitted to the hospital where the prosthesis was implanted.